Manufacturer narrative:
The device was not returned for examination.

Event description:
It was reported that the introducer sheath came apart during use. Reportedly, there were no patient complications at the time of the report; however, the hospital indicated that it was noted that the patient was shivering, which led to further observation of the patient when it was observed that the introducer sheath came apart. It was further reported that the hospital will be conducting an internal investigation and that they will share their summary report concerning the reported event after completion of their investigation.